Event description:
It was reported that " the tip of psi set partially detached. Although the tip showed signs of separation, it remained physically connected to the rest of the device and did not fully break off." The patient's current condition is unknown at this time. Associated MDR numbers include: 3006425876-2025-00785 and 3006425876-2025-00784.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of an unraveled guidewire was able to be confirmed by the photos. The guidewire appears to be unraveled from the distal end and remains inserted through the introducer needle. However, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The customer report of an unraveled guidewire was confirmed by visual inspection of the customer-supplied photos. The guidewire appeared to have unraveled from the distal end while being inserted through the introducer needle. However, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the tip of psi set partially detached. Although the tip showed signs of separation, it remained physically connected to the rest of the device and did not fully break off." The patient's current condition is unknown at this time. Associated MDR numbers include:3006425876-2025-00785 and 3006425876-2025-00784.

Manufacturer narrative:
(B)(4).